Event description:
Libre 3 plus sensor erratic. Showed blood sugar dropping below 70 several times during the day. Later used my accucheck to test. While libre sensor showed 110. Accucheck reported 148.